Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported no delivery alarms on her insulin pump. Her blood glucose is 321 mg/dl. She treated with an old insulin pump. Customer stated the alarm was cleared with a complete set change. She is returning the reservoir for analysis. Nothing further reported.